Manufacturer narrative:
(B)(4).

Event description:
On 2015-10-01, information was received from a foreign healthcare professional (hcp) and government investigator via a manufacturer representative (rep) regarding a patient who was receiving hydromorphone 5.7 mg/ml (unknown dose), midazolam 0.85 mg/ml (unknown dose) and bupivacaine 4.3 mg/ml (unknown dose) via an implantable pump for an unknown indication. On an unknown date, the patient attended for a routine spinal drug pump refill. The hcp aspirated 9 ml of fluid from the pump. A 35 ml solution containing hydromorphone 200mg, midazolam 30mg and bupivacaine 150mg was being injected into the pump. The patient initially complained of pruritus, with a small amount of redness around the needle injection site. After 20 ml was injected into the pump, the hcp noticed swelling around the pump. The hcp suspected an acute drug pump failure with fluid extravagating from the pump reservoir into the pump capsule. The refill was abandoned and 20 ml of the 25 ml that was injected was aspirated from the pump pocket. The patient became unresponsive and mildly cyanosed. The patient was given 200 naloxone intravenously and responded. The patient woke up and was administered another 200 mg subcutaneously. Oxygen was administered and the patient was transferred to the hospital via an ambulance for overnight observation. The patient was then discharged on anamorph 30mg qid prn. The patient's breathing was spontaneously throughout and at no time required ventilation other than jaw support. An acute histamine release was observed over the pump consistent with extravasted pump fluid. An investigation concluded the problem was an unintended function and therapy delivered to incorrect body area. The issue was reported as resolved at the time of the report. It was unknown if surgical intervention occurred. Additional information has been requested regarding the event date, device information, troubleshooting performed and actions/interventions taken, but it was not available at the time of this report.